Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an fg.561 (unintended shutdown; pump powers off unintentionally) alarm. The event occurred when user was turning the device on and off. There was no patient involvement. No additional information is available.